Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received multiple inappropriate shocks. Review of the episode noted t-wave oversensing as well as oversensing of noise and low amplitude measurements. The patient has been hospitalized and a revision procedure is being planned. For now, the s-ICD remains in service. The patient reported experiencing anxiety but there were no adverse patient effects reported. This event will be updated if a revision procedure is performed.

Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received multiple inappropriate shocks. Review of the episode noted t-wave oversensing as well as oversensing of noise and low amplitude measurements. The patient has been hospitalized and a revision procedure is being planned. For now, the s-ICD remains in service. The patient reported experiencing anxiety but there were no adverse patient effects reported. Additional information provided from the field indicated surgical intervention was performed and the s-ICD was explanted and disposed of at the hospital. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.